Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer acknowledged the alarm and resumed insulin, continuing to use the pump for insulin therapy.